Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure the patient suffered from bradycardia. Loss of capture was noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient became combative post implant procedure and the right ventricular (rv) lead dislodged. A temporary implantable pulse generator (ipg) was implanted, and the following day the rv lead was repositioned with the permanent ipg and remains in use.